Manufacturer narrative:
H.6. Investigation summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate and would not work during use. A medwatch form was filed in response to this event. The following information was provided by the initial reporter: "spontaneous call received from patient stating the apokyn device pen is not working. Patient did not provide further detail regarding product issue."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate and would not work during use. A medwatch form was filed in response to this event. The following information was provided by the initial reporter: "spontaneous call received from patient stating the apokyn device pen is not working. Patient did not provide further detail regarding product issue."